Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.

Event description:
Healthcare professional reported left side event of "no symptom. Mistakenly placed the device inverted, replace it due to expansion failure." Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, brown and yellow particles. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool on the posterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage.

Event description:
Healthcare professional reported left side event of "no symptom. Mistakenly placed the device inverted, replace it due to expansion failure." Device was explanted and replaced.